Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the evis exera iii bronchovideoscope exhibited that when flexing the distal end, the scope turns off. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Additionally, the investigation found that: the image blacks out when angulated. Based on the investigation results, it is most likely that the most probable causes of the alleged failure of ¿when flexing the distal end, the scope turns off¿ is due to damage and deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is traced to component failure, expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.